Event description:
The customer reported that the system shut down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.